Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/20/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was provided for evaluation. A connection loss was reported to have occurred for 41f3qk. Data investigation confirmed a connection loss on (B)(6) 2019 for 41exhg. The root cause was determined to be the receiver lost power.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation confirmed a connection loss on (B)(6) 2018 for (B)(4). The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.